Manufacturer narrative:
The blade was returned. The device was evaluated microscopically and there was little to no evidence of galling at the inner blade tip. However, it was observed that the silver plating at the tips had delaminated. A review of the device history record was performed which confirmed no inconsistencies. After the evaluation a root cause could not be determined. The company will continue to analyze additional complaints as they are reported. (B)(4).

Event description:
During a knee arthroscopy procedure it was reported that the blade was shedding. The surgeon was able to retrieve the shedded pieces via suction with the shaver. A ten minute delay and no patient injury was reported.